Manufacturer narrative:
The complaint of a frayed guidewire was inconclusive without eval of the implicated product sample. The implicated product was a powerglide guidewire and insertion assembly, and the returned product was a 10cm powerglide catheter. The catheter measured 7.7cm in length and a segment had been detached and not returned or eval. No wire segments were found within the catheter. Microscopic examination of the fracture site on the catheter revealed jagged surfaces and lacerations of the catheter material. The damage on the catheter could have been related to the same event in which the guidewire was allegedly damaged, but ultimately no root cause for the entire event could not determined without eval of all implicated components. A lot history review (lhr) of rexl0405 showed two other similar product complaint(s) from this lot number.

Event description:
Wire sheered off in pt. A 2.25 cm of wire lodged in pt tissue.